Manufacturer narrative:
Customer did not request service from ge healthcare. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Report source other: (B)(6).

Event description:
The hospital reported the machine control switch stuck during a case. The unit was replaced and case resumed. There was no injury reported.